Event description:
This rv lead was implanted on (B)(6) 1999 and remains implanted at this time. A call placed to technical services on (B)(6) 2016 reported that this rv lead exhibits loss of capture when atrial auto threshold or manual capture is ran in ddd. No other infomation is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)